Event description:
On (B)(6) 2010, pt reported experiencing an unexplained elevated blood glucose today. Pt stated she woke up this morning the a blood glucose of 300 mg/dl so she delivered a bolus of 3.3 units of insulin. Pt reported she ate toast and orange juice and delivered 1.5 and 2.2 unites of insulin for her food intake. Pt stated 4 hours later her blood glucose was 350 mg/dl, she went for a long walk and then the blood glucose was 250 mg/dl. Pt reported she ate chicken salad, delivered a bolus of 3.3 units of insulin, came home and then her blood sugar was 500 mg/dl. Pt stated she suspected the infusion device was causing the elevated blood glucose. Pt's target blood glucose is 100-130 mg/dl. Pt reported she primed the infusion tubing to verify insulin was coming out. Had pt disconnect from the infusion device and deliver a bolus of 2.0 units of insulin; saw drips from the end of the infusion tubing. Advised pt to switch to her backup infusion device and to contact her physician if the elevated blood glucose continues. On f/u call on (B)(6) 2010, pt reported she switched to her backup infusion device and her blood glucose returned to normal. Pt stated after the replacement infusion device arrived, she switched to the replacement infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.